Event description:
Allegedly on (B)(6) 2011, patient was seen in the clinic and found to be doing well. On (B)(6) 2011, he had a sudden onset of pain in his hip and was seen in the ER. He was found to have an irritable hip. An aspiration revealed white blood cells and gram-positive cocci. Workup on the medicine service suggested that he had positive blood cultures. Revised due to infection.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00859, 00860.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. The package insert was reviewed and photographic images were made. (B)(4) - evidence that product in specification when used, undetermined.